Event description:
Device malfunction: balloon rupture and detachment. Symptoms/ae: intervention to capture the detached balloon. Time of malfunction: during the procedure. It was reported that during a left internal carotid artery stenting procedure, the viatrac balloon ruptured and a detached segment of the balloon was up against the filter, resulting in the inability to capture the filter with the retrieval catheter. The pt began to have right-sided weakness and a facial droop. An angiogram was taken showing an occlusion. The retrieval device was removed and a 7f monitoring sheath was inserted, capturing the balloon fragment and the embolic protection device as one unit. The facial droop resolved prior to leaving the catheter lab, but some right arm weakness remained. One day post procedure, the neurological symptoms completely resolved and the pt was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. Evaluation summary: the embolic protection system (eps) and viatrac balloon were returned with blood visible on the filter basket and in the balloon. There was a longitudinal rupture in the entire length of the balloon. The balloon was on the eps guide wire and located at the proximal bushing of the filter basket. The balloon was separated at the proximal balloon seal and the entire catheter shaft was not returned. The separation fracture face was jagged. The inner member was separated at the tip and was not returned. The separation fracture face was stretched and jagged. There was no other damage noted to the balloon catheter. The returned eps was backloaded through a new balloon catheter with no resistance. A new recovery catheter 2 was advanced over the proximal end of the eps, and the filter basket was collapsed into the tip of recovery catheter with no resistance. A thorough analysis of the returned device did not demonstrate any product deficiency, which could have contributed to the reported event. Scanning electron microscope (sem) analysis of the balloon rupture, proximal balloon seal separation and inner member separation indicated that balloon rupture and partial tearing around the inner surface is attributed to mechanical damage whereas, the radial rupture at the proximal seal and the inner surface of the tip joint revealed evidence of tensile loading. It is likely that during advancement and post-dilatation, the viatrac distal end engaged and appeared fixed on the proximal segment of the rx accunet bushing. It is possible that such engagement of the two catheters may have led to the observed damages. A pre-existing hole/rupture in the balloon would likely have been detected during an instructions for use (IFU) directed preparation or inspection of the device. Production inspects all balloons 100% visually and inflates all catheters 100% to rated burst pressure. In addition, production performs 100% leak check on all rx viatrac plus catheters. No specific root cause was identified based on this investigation; however, this event may be related to circumstances of the case and operational context. The lot history record for this product and similar incident query could not be reviewed, because the lot number was not reported.